Event description:
The target lesion was the carotid artery. Calcification, vessel tortuosity and the rate of stenosis were unknown. A precise stent (details unk) was placed in the target lesion. The capture sheath of the angioguard xp (603014mc, (B)(4), complaint product) was advanced to capture the filter basket, however it was caught on the stent strut. The angioguard was removed from the patient body without patient injury, and the procedure was completed successfully. There was no adverse consequence to the patient. During filter retrieval, the retrieval sheath was being advanced while the filter wire was fixed. Additional force was not required to remove the filter. The filter was distal enough from the lesion to prevent any interaction from the balloons/sds that were used. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. The filter basket collapsed into the capture sheath as evidenced by a reduction in the filter basket diameter shown by the radiopaque strut markers. There was no debris in the filter after removal.

Manufacturer narrative:
The product was not returned for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.